Event description:
Pt found to have ruptured breast prostheses when she underwent annual mammogram and ultrasound studies. Admitted for exchange of ruptured implants. Silicone gel found within the limits of the capsule. Bilateral capsulectomy and exchange of implants performed.